Manufacturer narrative:
Following an inspection at our mfg site in (B)(4) 2013, inspector highlighted a weakness in our vigilance procedures: we should have had notify to competent authorities some of our complaints. Following this non conformity, we reviewed our vigilance procedures and reviewed all complaints received so far (since yr 2007). We identified complaints that needed to be notified and we did. That explains the delay between us becoming aware of the incident and the date we notified it.

Event description:
One of our distributor in (B)(6) related us the following situation: a surgeon from (B)(6) saw delayed bone healing after "osteomities" using implant graftys bcp. He recognized sclerotic bone and seemed to be around implant. We dont' know how many pts were involved, number of medical devices used, lot number used, if the alleged injury resulted in a impairment of a body function or permanent damage to the body structure or if it necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to the body structure. Considering the lack of info in our possession, we can't conclude on a serious injury, even though we decided to treat that case as a serious injury. (B)(4) competent authority concerned have been notified of that case. The only conclusion we have is that this situation can happen depending of the surgical technique used.